Event description:
The tip of the mambo torx screwdriver 8 broke off in a patient. (B)(6), did an initial surgery (2 level acdf for myelopathy on (B)(6) 2011) which was uneventful. Patient did well after surgery with improvement in his myelopathy. At his first post-operative visit at 4 weeks, md routinely obtain ap and lateral cervical films. These showed the plate and interbody peek cages in good position, but also showed an extraneous metal fragment in the superficial neck tissues. Patient was completely asymptomatic from this. (B)(6), md, removed the metal fragment for several reasons - it was though to be a fragment from the instruments which are often stainless steel and this could cause problems with any MRI's in the future, and he also wanted it out. Patient is doing well.